Manufacturer narrative:
Even after multiple requests, no further information about the event or the involved product(s) was received. The only available information is the initial description, which indicates that a patient passed away after a holep case. As there is no information regarding the involved product(s) an investigation and root cause determination is not possible. If new or additional relevant information will be received, the investigation will be re-opened accordingly. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the currently available information it was reported that a patient passed away after a holep case.

Manufacturer narrative:
Apart from the information that the procedure was a "holep case" there is no further information available. Therefore, it could not be determined which product was involved in this event. The product code "gex" stated in section d2 was determined as the most fitting based on the limited information. The product code may change if further information becomes available. The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).